Event description:
It was reported that repeated beeping tones were heard from this cardiac resynchronization therapy defibrillator (crt-d) and (B)(6) technical services was contacted for discussion. Upon review, it was determined that there were two instances of elevated, out-of-range pacing impedance measurements (>3000 ohms) from the right ventricular (rv) lead. The field representative will provide the information to the physician to discuss potential resolution options. At this time, the cardiac resynchronization therapy defibrillator (crt-d) remains implanted and in-service. No adverse patient effects were reported. The right ventricular (rv) lead is not a (B)(6) product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).